Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: - h6 (annex a), - h11, this complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process.

Manufacturer narrative:
E.1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant state/province: qc complainant postal code: (B)(6). Complainant phone: (B)(6). Patient country: canada. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number reporting site: 1049092 manufacturing site: 3005778470

Event description:
End user reports ongoing issues with the catheters being bent and the coudé fin not aligned with the coudé tip with the 501014. The client mentioned that in the past, it has happened that he has had a small amount of bleeding post catheterization. He says he is very careful, so it happened maybe only once, and it was a small amount of blood, and it stopped soon after. He could not tell me how long ago this was. It is unclear if this happened with the misaligned tip on the funnel with the coudé or because the catheter was bent. No photos were received. This emdr covers the unknown number of catheters or market units associated with the defect.